Event description:
During an incident in 1999 involving an conscious female with chest pains, this defibrillator, being used with monitoring pads to monitor the patient, prompted "check electrodes." The patient was transferred to a hospital and is alive.

Manufacturer narrative:
The returned defibrillator was tested using a know good patient cable and proper operation for patient treatment was verified. This testing verified the unit's impedance detection circuit and ability to treat a rhythm. The 4 returned patient cables were tested and found to be operating per specification. No inappropriate "check electrodes" prompts were experienced during any of the testing. The monitoring pads used at the time of the reported problem were not returned for this evaluation and the type and condition are unknown. The "check electrodes" message is displayed if ECG monitoring electrode impedance is less than 250 ohms or greater than 2500 ohms or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructions explain the "check electrodes" prompt and what to do should it be experienced. It is believed that poor patient-to-electrode pad contact, high transthoracic patient impedance or a combination of these factors prevented the device from monitoring the patient. Poor electrical contact can be caused by many factors including, but not limited to, the patient's skin condition and hari, skin preparation, inadequate pad adhesion, and electrode discrepancies. The customer was sent a letter explaining our evaluation.